Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. Troubleshooting was performed. Reviewed the programming and the bolus and basal matched the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.